Event description:
As reported per the edwards field clinical specialist (fcs), during a tranfemoral tavr procedure, the valve was deployed and embolized into the aorta. The delivery system balloon was advanced across the valve and pulled the valve more aortic, potentially in front of great vessels. A zmed bav was then placed across the valve and valve was positioned proximal to the great vessels. The valve was looked at under tee and it was noted that the valve was nicely deployed in the aorta and no further procedures were explored. The cause of the event was provided as asymmetrical calcium spicule noted on ao gram of valve annulus, and blood pressure was not taken down to 50 bpm with rvp, instead it was 75 mm of pressure. Tee just prior to procedure measured annulus at 23-24mm. A 2nd valve was not deployed in the native annulus, because they were assuming second valve would perform the same as first. Additional information revealed the patient had severe valve/leaflet calcification, and mild aortic root calcification. The patient's ejection fraction was 40-45%. There was good coaxial alignment of the valve and delivery system, and good image intensifier angle. The pre-deployment position was considered 6:40 aortic.

Manufacturer narrative:
Per the instructions for use, valve embolization is a potential adverse events associated with the tavr procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition/embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedural, specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, as reported, a combination of patient factors (asymmetrical calcium spicule on valve annulus) and procedural factors (blood pressure not lowered sufficiently) resulted in the embolization of the valve to the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.